Event description:
Index surgery: (B)(6) 2017. Revision due to displacement of the peripheral pegs and glenoid component. The plan going into the case was to remove the caged glenoid and pegs. At least two of the pegs had become detached and were retrieved arthroscopically with graspers. One of the pegs appeared to be inside the humerus. The entirety of this procedure was done arthroscopically. The caged glenoid was surgically removed through a more robust portal with the use of a grasper, after some continuous back-and-forth motion to loosen the component from the glenoid. The implant was successfully removed.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of either drilling the peripheral peg holes at an angle or not fully seating the cage glenoid component at the time of implantation, which led to the disassociation of the metal pegs from the polyethylene body of the glenoid component. However, this cannot be confirmed because the glenoid component was not returned to exactech for evaluation and x-rays were not provided.

Event description:
Index surgery: (B)(6) 2017. Revision due to displacement of the peripheral pegs and glenoid component.